Manufacturer narrative:
E3: occupation: manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved did not seem to contain a collagen sponge and that manual pressure was applied for twenty (20) minutes. This was a femoral approach for a stemi procedure using a 6 french access sheath, xport catheter, balloon catheter, and a stent. Additionally, a femstop device was incorporated. A large hematoma developed afterwards, and the patient required additional follow up. Patient was in stable condition. The event occurred intra-operative. The procedure outcome was successful. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for a component issue. The exact root cause was unable to be determined. The likely cause was determined to have been a non-deployment event resulting in the appearance of missing components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).